Event description:
Technician alleged the head hilow drifted down slowly. No patient impact.

Manufacturer narrative:
The technician replaced the head hilow down valve and the emergency trendelenberg valve to resolve the issue.